Event description:
It was reported that the patient experienced a hematoma. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted to address the issue. It is unknown which lead caused the hematoma.

Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000184092. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.